Manufacturer narrative:
Exact date unknown, event occured over the past several months.

Event description:
It was reported that the patient was experiencing increased pain in his low back to hips bilaterally and severe pain to bottom of the back. It was also reported that the patient had non device related falls and had weakness at lower extremities. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.